Event description:
A customer reported that a leak was identified coming from the silicone tubing of a transfer set during use. The transfer set had been in use for 180 days. The patient performs continuous ambulatory peritoneal dialysis. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The sample was received by baxter. A visual inspection and a leak test noted a cut in the tubing. A clear passage test and clamp function test were performed with no issues noted. The sample confirmed the reported problem of a leak. The root cause of the cut in the tubing could not be determined.